Event description:
The customer reported that the insulin pump alarmed and insulin squirted out during the manual prime process. The blood glucose reading was 187mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The caller also mentioned that the device was stuck in the prime loop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had unresponsive buttons due to flattened dome switch on escape and activate buttons. Unable to confirm the alarms due to the keypad anomaly. The device had a protruded/loose drive support disk and missing end cap sticker.